Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. It may be possible that the non-abbott 6fr introducer sheath used was not the appropriate ID; however, the products were not returned for analysis, so the exact inner diameter is unknown. The investigation was unable to determine a conclusive cause for the reported resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional omnilink elite referenced is being filed under a separate medwatch reference number.

Event description:
It was reported that the procedure was to treat a moderately calcified common iliac artery. During the procedure, during advancement of two different omnilink elite balloon expandable stent delivery systems (sds) (9mm and 10mm) resistance was felt with a 6fr sheath. During withdrawal of the 6fr sheath to change to a 8fr sheath, resistance was noted during removal of the devices with the 6fr sheath. A 8fr sheath was used and both sds were able to advance and the stents were fully deployed at the target lesion where the procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.